Manufacturer narrative:
The device was discarded after the procedure. Unable to confirm if a device malfunction occurred and was related to the vessel injury. Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
On (B)(6) 2011, during a sacrocolpopexy procedure, on withdrawal of the inserter, the screw was still attached to the inserter on two consecutive attempts. Upon withdrawing the inserter the second time, the screw, "still attached to the inserter, nicked the common iliac vein. Heavy bleeding followed." Vascular compression was held until a vascular surgeon took over. The vascular surgeon did not identify any anatomic anomalies but stated the vessel felt "stiff." "There was an estimated 1000 cc blood loss from the entire procedure, including the hysterectomy and utero/sacral suspension." The patient was transfused in the operating room with one unit of blood and 250cc of her own blood (cell saver). Another unit was transfused in the pacu. At the end of surgery doppler pulses were present and there was no apparent vascular compromise to the patient. On (B)(6) 2011, the patient was discharged. She was ambulating well and had no apparent adverse effects from the common iliac vein injury.